Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument is not recognized. The procedure was completed with no reported injury.

Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigation did not confirm or replicate the reported failure "instrument is not recognized." Per failure analysis, the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips clip test was performed and failed. The clip did not attach to the plastic test tube. The instrument was found to have multiple input disks cracked. Hairline cracks were found on input shafts #6 and #7. As a result, the instrument failed the clip test.